Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath with dilator. Microscopic examination revealed that the shaft had a partial separation just past the hub. The coil was stretched and protruding from the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on returned device analysis completed 01 dec 15. It was reported that the hub leaked. A 6f, 90 cm, st, cc chariot¿ guiding sheath was pulled out of the packaging. When they attempted to prep the device, they connected a syringe of normal saline and began to flush; however, saline was leaking out at the hub. The procedure was complete with another of the same device. No patient complications were reported. However, returned device analysis revealed partial shaft separation, the coil was stretched and protruding from the separation.